Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and 4.76 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller unsure which device was used.